Manufacturer narrative:
It has been clarified if the revolution pump unit is available for investigation. The unit has not been returned to (B)(4) yet. Sorin group (B)(4) manufactures the revolution pump disposable. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a customer medwatch (B)(4) reporting that the patient developed a rash following a procedure, which by the fourth day had become very prominent and severe. The patient's plasma hemoglobin was peaked at 170 mg/dl; common values are around 50 mg/dl. A circuit change improved the rash and lowered the plasma free hemoglobin. It is unclear if the sorin revolution centrifugal pump caused or contributed to the rash/hemolysis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a customer medwatch (B)(4) reporting that the patient developed a rash following a procedure, which by the fourth day had become very prominent and severe. The patient's plasma hemoglobin was peaked at 170 mg/dl; common values are around 50 mg/dl. A circuit change improved the rash and lowered the plasma free hemoglobin. It is unclear if the sorin revolution centrifugal pump caused or contributed to the rash/hemolysis.

Manufacturer narrative:
Date of death: (B)(6) 2015. (B)(4). Sorin group (B)(4) manufactures the revolution pump disposable. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a customer medwatch (B)(4) reporting that the patient developed a rash following a procedure, which by the fourth day had become very prominent and severe. The patient's plasma hemoglobin was peaked at 170 mg/dl; common values are around 50 mg/dl. A circuit change improved the rash and lowered the plasma free hemoglobin. It is unclear if the sorin revolution centrifugal pump caused or contributed to the rash/hemolysis. Through follow up communication with the customer, sorin group was informed that the patient expired on (B)(6) 2015. No determination was made as to the cause of death or whether the sorin device was involved in any way. The device was discarded by the customer and so nothing was returned to sorin group (B)(4) for investigation. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported issue. This unit belongs to a lot of nearly (B)(4)units that have been distributed worldwide, and none of the other units have had complaints for similar issues. This is the first report of a potential reaction to a revolution device. The biocompatibility of the sorin revolution pump has been verified. As no device was returned for investigation, a root cause could not be determined and corrective action could not be identified. The initial report states that the rash became severe after the fourth day of use of the device. According to the IFU, the revolution pump should not be used for greater than 6 hours and is not meant for ECMO cases. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for complaints related to this type of issue. Device discarded by customer.